Manufacturer narrative:
Zimvie received one (1) tsvmwh10, (imp, tsv, 4.7,10,mtx,mc,mg,ha) for evaluation. Visual evaluation of the as returned device identified the implant was outside of its sealed packaging. No damage to the implant was identified; however, worn markings were identified on the external threads, and body likely due to implant usage. The mount was returned disconnected from the implant. The coob is non-verifiable as the condition of the implant / packaging received by the customer is unknown / non-verifiable. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. This complaint refers to the specific device being investigated for this complaint record. DHR review was completed for the subject lot number 1266761. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1266761 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿disengaged¿ the customer did not submit images for the reported event. Based on the investigation and risk management file review as per rmf rm-00541-haz rev. 4, the most likely root cause determined from the investigation is inadequate handling by clinician or staff while opening the outer vial & inner vial. Therefore, based on the available information, a device malfunction did not occur. The reported event/coob was non-verifiable since the condition of the product/packaging received by the customer was unknown / non-verifiable. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: b4: date of this report, d1: brand name, d4: catalog number, d9: device availability, g3: date received by manufacturer, g4: PMA/510(k) number, g4: additional PMA/510(k) number k133339, g6: checked "follow-up", h2: checked follow-up type, h6: entered evaluation codes, h10: added manufacturer narrative.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimvie complaint number (B)(4). .

Event description:
It was reported that mount came off. The implant fell off and became unclean. The mount came off when the package was opened, causing the implant to fall off. The doctor commented that the implant was already loose at the time of shipment, and that this may have been further affected during transportation. The procedure was completed using another implant.